Manufacturer narrative:
(B)(4). Abbott vascular (av) analyzed the returned device. The reported balloon rupture was not confirmed; however, the reported leak while inflating was confirmed. During analysis, the device was pressurized and fluid was visible leaking from the distal end of the strain relief tubing. Av conducted root cause analysis and determined the most probable cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified de novo lesion in an unknown mid artery in the lower extremities. A 5.0x150mm armada 18 balloon catheter was prepped and used per the instructions for use; however, it was not possible to build up pressure. It seemed that there was a pinhole in the balloon. The device was removed and the procedure was successfully completed with a new armada 18 balloon catheter. The patient is doing well. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.